Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer had an ongoing issue of analyzer alarms and questionable results for ise indirect na, k, ci for gen.2 from (B)(6) 2018. The customer replaced the electrodes, performed an ise check, and checked the ise area but the issue continued. Of the data provided, only the following two samples tested for sodium were reportable malfunctions. Patient 1 initial result was 149 mmol/l and the repeat result was 137 mmol/l. Patient 2 initial result was 147 mmol/l and the repeat result was 141 mmol/l. The erroneous results were possibly reported outside of the laboratory. It was unknown which results was correct for the patients. The customer stated the sample were for clinical trials only. No clinical decisions were made based on any result. No patient was affected. The electrode lot number was f52 with an expiration date of 06-jan-2019. The field service representative found an issue with the vacuum nozzles, sipper probe, sipper and pinch tubing, and reference electrode. He replaced these parts and the ise sample probe. He ran ise checks with results within specification. All calibrations and qc passed within specification.